Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels above 400 mg/dl with a high ketone level. Cause of elevated bg levels was unknown. Bg was addressed via correction bolus. The customer was instructed to contact the healthcare provider regarding bg level.